Event description:
It was reported that this pacemaker stored two odd-looking electrograms (egms) 10 minutes apart on (B)(6) 2024, and electrogram (egm) review was requested. An atrial tachy response (atr) episode was stored containing noise on both channels, but the atrial channel appeared noisier. The ventricular channel appeared to contain artefact, myopotential, or possible ventricular tachycardia/ventricular fibrillation (vt/vf). The ventricular episode appeared to contain approximately 30 seconds of ventricular tachycardia (vt) with a brief portion that resembled either artefact or vt on the ventricular channel. At the end, there was 60 beats per minute (bpm) pacing with a long atrioventricular (av) delay, which was not consistent with magnet application. Technical services (ts) discussed possible causes, such as electromagnetic interference (emi) or a surgical procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.